Event description:
The user facility reported a blood leak after 20 minutes into treatment at the header of the dialyzer. The pt lost approximately 260 c of blood but no medical intervention was required and no injury to the pt occurred. The sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.